Manufacturer narrative:
The product was not returned. Clinical evaluation of the photo: this file represents an ocular anterior segment photograph taken under direct illumination with a parallelepiped light beam projected from the left. It is indeterminate if the picture represents a right or left eye. The cornea and anterior chamber appear clear. The iris appears normal with moderate pupil size. A posterior chamber iol is positioned behind a superior peripheral anterior capsule. The iol position, relative to the anterior capsule otherwise, is indeterminate. The right iol edge is visible, with a moderate, diffuse gray/white haze evident peripheral to this iol edge. It is indeterminate if this gray/white haze is associated with the anterior and/or posterior capsule. Relative to the iol optic, multiple, small, gray/white spots with intermittent areas of larger, irregular-shaped gray/white patches are visible. While it is difficult to determine the exact location of these spots and patches, they appear located on the posterior iol surface and/or the posterior capsule. The above findings do not resemble the usual presentation of glistenings. Glistenings typically present with a uniform appearance involving the entire iol. Based on the above, while the likelihood is low that glistenings are present in reviewed iol photograph, the reported patient symptoms of ¿hazy/cloudy vision¿ are possible. The product investigation could not identify a root cause for the reported complaint. The clinical review of the photo was inconclusive at to the cause of the reported complaint. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported patient came in for yearly exam and doctor noticed glistening on the lens. The patient was reporting hazy/cloudy vision. Doctor wants to speak with another physician regarding outcome and also patient is due for cataract surgery in other eye and wants to discuss this concern before surgery on other eye. Additional information requested.